Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will be generated.

Event description:
Received information that a chair allegedly provided by reliable medical to a patient was involved in a fire resulting in the patient sustaining injuries.